Manufacturer narrative:
Customer reported that a pyxis anesthesia es system stopped responding during a procedure preventing user access to medication. The nature of the procedure was not disclosed by the customer. Station was down for 13-minutes. Customer stated that they were able to pull medications from another room. No patient or user harm was reported. This event is recorded on complaint number (B)(6). The device logs were inspected and a software exception caused the device to stop responding. The issue was not present after the device was restarted by the customer.the technical support specialist confirmed device working as normal.

Event description:
Customer reported that a pyxis anesthesia es system stopped responding during a procedure preventing user access to medication. The nature of the procedure was not disclosed by the customer. Station was down for 13-minutes. Customer stated that they were able to pull medications from another room. No patient or user harm was reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d4, d5, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-feb-2020 to 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had frozen during a case and prevented user access to medication. The technical support specialist extracted the device logs and found that this malfunction was caused by drawer failure and made the station freeze until the recovery message came up. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that a bd pyxis anesthesia es system stopped responding during a procedure preventing user access to medication. The nature of the procedure was not disclosed by the customer. Station was down for 13-minutes. The customer stated that they were able to pull medications from another room. There were no adverse events or injuries reported based on this event.